Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a large flexnav delivery system (ds) and non-abbott guidewire were selected for use in an implant procedure. The device was successfully used and the valve was implanted. Post implant, while removing the flexnav ds, the guidewire got stuck in the guidewire lumen of the ds. It appeared to be stuck in the distal tip/nose cone area. A sterile wire cutter was used to cut the proximal part of the guidewire to free the ds. There were no adverse health consequences, the patient remained hemodynamically stable throughout the procedure, and there was only a slight delay.

Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis, and the investigation confirmed that there was a guidewire stuck in the delivery system. The inner shaft was found to have a twisted deformed damage, which is consistent with damage during use. The device batch/lot number was not provided, and therefore the device history record and lot-specific complaint history could not be reviewed. Based on the information received the cause of the reported event could not conclusively be determined. However, manufacturing engineering reviewed the reported details and deemed the reported event of the stuck guidewire was related to a potential product quality issue. Exception (issue) (B)(4) is initiated for further investigation. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.